Event description:
It was reported that the right ventricular lead threshold increased and was high. An x-ray revealed that the lead had dislodged. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).